Event description:
It was reported to philips that the device's battery pins were damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during lab tests. Failure was localized to j1 pin 7 which found to be permanently compressed and bent.